Event description:
Account obtained three high results for lipase that were much lower when repeated. The incorrect results were not used to guide therapy. The field service rep found the vertical adjustments for the sampling mechanism was off and repaired the instrument by cleaning and adjusting the sampling mechanism.